Event description:
Facility called on 11/12/97 to locate sample. Customer does still have complaint sample and is sending it out to co today.

Manufacturer narrative:
12/12/97 the results of the eval and examination of the bloodline confirm the presence of a class ii kink. A class ii kink is defined as a major defect by MFR's standards. The kink is not believed to be related to the mfg process. This bloodline had been used 5 times and the kink is most likely related to the reuse process and user error. A review of complaints rec'd do not indicate that a trend exists. Co will continue to monitor.